Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, back light anomaly, rewind anomaly, charge/battery lasts less than expected, failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported an audio/vibrate anomaly. Customer reported a backlight anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1880l.

Manufacturer narrative:
Unit power up properly after battery installation. Thump and carelink software was utilized and downloaded trace/history files properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In the display option menu, the brightness levels 1 through 5 were working properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error, failed batt test or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, audio anomaly not confirmed during testing or in the pump history/trace files. Back light anomaly, charge/battery lasts less than expected and failed batt test were not confirmed. No low batt or batt out limit alarms occurred during testing found during testing. Unit successfully powered up after battery installation. Rewind anomaly was not confirmed, unit rewound properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.